Event description:
As the technical assistant reported, the weldment tube is twisted, the weldment box is broken and damaged and also the ball screw cover is broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: weldment tube, weldment box.